Event description:
While performing total shoulder replacement during placement of accutrak screw, the screwdriver broke within the head of the screw. This required removal of the broken portion of the screw driver which was imbedded into the screw. This took a significant amount of time. The screw was able to be advanced and compress the graft.